Event description:
It was reported to aesculap ag that an activ l revision distract.forceps angled (part # fw965r) was used during a l4-5 anterior lumbar interbody fusion (alif) total disc replacement (tdr) procedure performed on an unknown date. According to the complainant, the prongs were bent during repositioning. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the event. A surgical delay of approximately ten (10) minutes was reported. The patient outcome was noted as being "great". The malfunction was filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5: patient harm changed from unknown to significant surgery delay. Therefore no longer reportable. D9: device not returned to manufacturer. Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.

Event description:
Additional information: patient harm changed from unknown to significant surgery delay. Therefore no longer reportable.